Event description:
The customer reported that the patient's kinemax primary was revised to a kinemax total stabiliser in 2007, after 3-4 years. The surgeon reported that one of the pegs on the baseplate had completely come off and was embedded in the tibia and the other peg was loose. The surgeon further reported that the patient's knee looked like it should have after 10-15 years and that a lot of extra black coloured tissue had to be removed.